Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6)2020 from the patient via a company representative who reported that on (B)(6)2020 after a bolus with the ptm (personal therapy manager) the patient became numb and lost consciousness at a store. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The pump logs were read; no stalls were noted; and the ptm was working as prescribed. The patient felt that the pump was not working properly. No actions or interventions had been taken to resolve the issue at this time and the issue was not resolved. The patient status was reported as ¿alive ¿ no injury¿. The pump was delivering bupivacaine (15 mg/ml at 2.4 mg/day), fentanyl (200 mcg/ml at 31 mcg/day), and clonidine (25 mcg/ml at 3.9 mcg/day) at the time of the report. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (900 mcg/ml at 159.84 mcg/day), bupivacaine (15 mg/ml at 2.664 mg/day) and clonidine (40 mcg/ml at 7.104 mcg/day) via an implantable infusion pump. It was reported that the patient went into the office "sometime in (B)(6) 2020, maybe around the (B)(6)" and there was more medication than expected in the pump, but the patient wasn't sure how much. The patient went back on (B)(6) 2020 and stated that they were only expecting "a few cc's" but there "was like 17 or 18cc left." She stated this is tied to her not getting relief from the pain which started sometime in (B)(6) 2020. No further complications were reported.